Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with blood glucose (bg) of 564 mg/dl. The cause of bg was unknown. Customer was not treated in the ER and was recommended to consult with healthcare provider regarding treatment method. Reportedly, the customer addressed bg level via the pump. Customer left ER with bg of 450 mg/dl in the same condition as they arrived to ER.